Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the device was explanted and the patient was not pacemaker-dependent and there were no adverse patient effects. The rv lead remains in service.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. Boston scientific technical services (ts) was contacted for assistance and discussed sending data for analysis. This rv lead remains in service. No adverse patient effects were reported.